Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to pericardial effusion. No further information was available at this time.